Event description:
It was reported that the family members noticed that suddenly the pt's hearing became worse. Telemetry showed that 4 electrodes were on 'hi'. Despite several attempts at fitting new impedances, the pt was still unable to hear. The pt was explanted and reimplanted without notifying med-el.